Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Per the reporter, she changed her cartridge, site and set one day earlier at approx 11 pm, her blood glucose at that time was 360mg/dl. At 1 am, she rechecked and was >500mg/dl. She changed her site and took an injection. She checked her blood glucose 2 hours later and was at 36 mg/dl, and then again 2 hours later and was 162mg/dl. After that her blood glucose "shot up again", she continued the pump and injections but could not get control of her blood glucose. She tried a new vial of insulin. She went to the hospital by personal auto at 11.30 pm the following day. She was admitted with high blood sugar and ketones. She was being treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.